Event description:
It was reported that "doctor was distracting off of the screw heads and screw heads popped off. The screws involved did not occur all at once, but through out an hour long period of the surgery, one after the other. One of the 7.0 x 50's did not break, but dr felt it was loosening."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.